Event description:
It was reported that customer experienced issues with pump screen because touchscreen did not respond to input. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event, and no actions taken by customer or technical support were documented.